Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the surgeon was performing a hybrid spinal posterior construct with expedium and viper prime. During inspection, found that the awl was significantly damaged at the distal end tip (most likely caused by normal wear and tear). Upon cap insertion for the viper prime, the surgeon hammered on the set screw inserter, causing the handle to be stuck in the current position even it is unlocked. Lastly upon final tightening of the set screw, the torque driver shaft stripped at the distal end tip. Procedure was completed successfully and without any surgical delay. No patient consequences. Concomitant device reported: unknown set screw (part# unknown, lot# unknown, quantity unknown). Unknown cap (part# unknown, lot# unknown, quantity unknown). This report is for one (1) viper prime set scrw insert. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgeon hammered it because the rod was not in the reduction head. The sales consultant advised against this action. The handle is stuck in that top position and can no longer serve for final tightening as the handle position cannot be altered.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: date of concomitant therapy is (B)(6) 2021. H3, h4, h6: a review of the receiving inspection (ri) for viper prime set scrw insert was conducted identifying that lot number mf4440516 was released in a two batches. Batch1: released on june 29, 2021 with no discrepancies. Batch2: released on july 21, 2021 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper prime set scrw insert was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the proximal end of the handle component of the device assembly was deformed. Nicks and scratches were observed along the body of the device indicating signs of use. No other issues were found with the device. Functional test: a complete functional test could not be performed as the device was received by itself and the mating devices were not returned. A partial test performed on the device functionality determined the device was able to lock and unlock in the proximal groove, but was unable to lock/unlock into the distal groove as the proximal end of the handle had been deformed by the user mishandling of the device. The complaint condition is confirmed. Dimensional inspection: inner diameter, proximal end measured: (fail) measuring device: calipers document/specification review: the following drawings (current and manufactured to) were reviewed: viper prime self retaining screw driver assy. Viper prime self retaining screw driver, handle. Investigation conclusion: the complaint is being confirmed for the viper prime set scrw insert as the device was deformed leading to the assembly issue reported. The deformation was a result of the user hammering the device of the proximal end of the handle during use. The root cause for the reported issue is attributed to user error. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.